Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 a 25mm amplatzer cribriform occluder was selected for implant with a 9 fr delivery system. While positioning the occluder, the right disc deployed in a bulbous shape and was removed from the patient. The device was tested outside of the patient and continued to present with this deformation. A new, 25 mm pfo occluder was chosen to complete the procedure. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay in the procedure. Further information has been requested

Manufacturer narrative:
The reported event of the right disc deploying with a bulbous deformation could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Event description:
Subsequent to the initially reported information, it was reported that the device had the correct conformation when it was opened and loaded into the loader. No additional information reported